Event description:
It was reported that the customer had issues with her sensor readings being drastically off and going into threshold suspend when she was not low. Customer stated that the transmitter was also blinking red. Customer had serter issues and stated that the 2nd button press did not let go of the sensor. Customer stated that the sensor needed to be pushed all the way in manually. Customer did not think it was a tape issue from not sticking correctly. Customer's blood glucose level was 180 mg/dl. Customer's sensor glucose reading was 60 mg/dl. Differences were not within an acceptable range. Customer has had bent cannulas in the past, but not recently. Customer was advised to change the battery of the transmitter. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.